Event description:
A mizuho jackson spine table was in use. When attempting to tilt the table the table moved in the wrong direction. When attempting to manually release the locks to return the patient to level, the table did not complete this process when the correct procedure was followed. FDA safety report ID # (B)(4).